Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary (rca) artery. A 38 x 2.50 promus premier&#10244;rug-eluting stent was advanced but failed to cross the proximal part of the rca. A buddy wire technique was used but the device could still not cross the lesion. The device was removed from the patient's body and it was noted that the distal stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.